Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. The device was observed to be leaking air. The procedure was then successfully completed using another faradrive sheath. No patient complications occurred, and the patient remained stable following the procedure.